Event description:
It was reported that an ilet user experienced loss of continuous glucose monitoring data due to sensor error alarms on a connected freestyle libre 3 plus, resulting in no pump readings for approximately 20 minutes and necessitating user troubleshooting including rescanning the sensor and contacting the cgm manufacturer. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of cgm data to the pump. Investigation included technical support review and user education on troubleshooting steps. Investigation of this case revealed a cgm communication or sensor error consistent with signal loss. It was concluded that the event was attributable to cgm sensor or signal performance rather than a malfunction of the ilet pump.